Manufacturer narrative:
To date, the airseal unit remains in use at the user facility with no problems reported. Without the actual device, an evaluation could not be performed and the root cause of the reported "subcutaneous edema" could not be determined and/or verified. Based on available information, it is believed that the most likely cause of this incident was due to a procedural technique issue, and/or a probable result of misuse of the device. A review of the adverse event history for this device shows there have been no patient long term adverse effects resulting from this type of incidents or the use of this device. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device remains in use at user facility.

Manufacturer narrative:
As reported, the airseal unit is not expected for evaluation, as it was evaluated and tested at the user facility and the unit performed as intended and passed all test requirements with no problem noted. The device has since been returned to use with no similar problems or issues noted. As of this filing, the investigation remains in progress, a supplemental and final report will be filed upon the completion of the complaint investigation. Device remains in use at user facility.

Event description:
On 24-jun-2016, (B)(4) received a user voluntary medwatch report #(B)(4) forwarded by the FDA with the report date of 26-feb-2016. Listed below is the event description as stated on the user medwatch report: "the patient had pneumothorax along with subcutaneous edema". No other patient/event information provided on the report. Follow-up with the user facility on 20-jul-2016 learned that the patient had an uneventful laparoscopic heller myotomy on (B)(6) 2016 for achalasia. Post procedure, the patient was noted to have significant swelling in the neck, face and eyes, which turned out to be subcutaneous emphysema. No confirmation on pneumothorax received during the phone conversation, nor subsequent e-mail received from the risk manager. As reported, due to the post-operative swelling, the patient was sent to the ICU and her stay at the hospital was extended by a couple days. Other than the extended stay at the hospital, the (B)(6), female patient has since recovered with no noted of post-operative complications or any long term adverse effects has occurred.